Manufacturer narrative:
(B)(4). Follow up with the homepatient revealed that there was no medical intervention at the time of this alarm. The homepatient stated that all supplies were discarded at the time of the incident. Additional information: this complaint for a low drain volume alarm during drain 3 of 4 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of air in the line is currently being investigated through CAPA number, (B)(4).

Event description:
A customer contacted baxter's technical service center to report seeing air bubbles in the drain line. The drain line was going to and the sink. The technical support representative (tsr) had the hp move the drain line to the bathtub. The tsr assisted to restart drain and advised the hp to contact the nurse.

Event description:
It was reported that while in the cardio cath lab, the md punctured the pt's left femoral artery and inserted the super arrow-flex (saf) sheath with dilator. The md attached the blue one-way valve and vacuumed the balloon catheter twice inside of the tray to wrap the balloon tightly. The md then grasped the catheter closely and removed it from the tray horizontally per the instructions for use. However, during the intra-aortic balloon (iab) catheterization, the balloon stopped advancing and stuck in the saf sheath. The md tried to advance the balloon catheter, but could not pass it through the saf sheath due to critical resistance. As a result, the md removed the iab and saf sheath as one unit. The md used the same insertion site to insert a new saf sheath and iab successfully. There was no excessive bleeding during the procedures. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a 10 minute reported delay in iab therapy. The pt outcome is "the pt does not have any complications and is fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
It was reported that following replacement of a battery, the device illuminated the service indication, logged an event code. Physio- control evaluated the device and found that the device failed to boot up properly. It was not able to provide defibrillation therapy.